Event description:
Per the audiologist, this pre-lingually deafened patient reported " jolts or shocks" with and without device use. He also reported headaches and had poor performance when using the device. The results of integrity test done in 2005 and 2008 were consistent with normal device function. The patient requested that the device be removed. No reimplantation is planned.

Manufacturer narrative:
This report filed, jan. 09, 2009.